Manufacturer narrative:
Medwatch form received from hosp.

Event description:
During a coronary stent procedure, the wire went distal to the om. When the wire was removed it was noticed that the tip of the wire broke off and remains in the patient. Patient status is listed as "ok".